Manufacturer narrative:
Additional information: d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log was reviewed and identified that two alarms were generated, however they were not duplicated during the evaluation. It is improbable that the two alarms would cause or contribute to any serious/critical harm to the patient. A short simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events in the last 12 months; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient missed treatments while using an amia (apd) machine "because the device was not functioning properly and had to be shut down unexpectedly". It was reported that the patient experienced "bloating" and elevated potassium levels. The patient was hospitalized for unspecified treatment due to the elevated potassium levels. Patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.